Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties and the patient needed to get a magnetic resonance imaging (MRI). The patient is doing well post operatively. Device will not return due to facility policy and electrocautery was not used.